Event description:
It was reported, that the patient presented in the emergency room. Device interrogation revealed, premature battery depletion. And no magnet response, during interrogation on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Event description:
It was reported that a symptomatic patient presented in the emergency room experiencing bradycardia, fatigue, and dizziness. Device interrogation revealed premature battery depletion and no magnet response during interrogation on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition post procedure.

Manufacturer narrative:
Correction: for patient symptoms should have been noted as bradycardia, fatigue and dizziness.